Manufacturer narrative:
(B)(4)

Event description:
It was reported that the event involved a patient in the cath lab. The cardiologist inserted the iab catheter into the right femoral artery via the 8fr. Ptfe hemostasis sheath introducer with side arm. On starting the pump (s/n (B)(4)) and to check the position of the balloon, they noticed blood pushing back into the driveline tubing. Within seconds the pump gave helium loss alarm. They immediately stopped the pump, removed the catheter over the guidewire and reinserted another arrow iab catheter, using the same insertion site, without any complications. There was approximately a 5 minute delay/interruption in therapy. There was no reported patient death, injury or complications.

Manufacturer narrative:
(B)(4) the device was returned with its original tray. The tray was wrapped in rubber bands. The original syringe, driveline tubing, and ap pressure line were returned with the kit. A small amount of blood was noted in the driveline tubing. Blood was noted within the cathgard, and a small amount of dried blood was noted within the bladder membrane. Neither the peel-away sheath nor the teflon sheath was returned with the device. No kinks or bends were noted on the device upon return. The fos connector and cal key were examined. The gray fos connecter was found recessed in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no abnormalities were noted. The cal key was intact. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve and it did not hold for at least 1 minute and then 30 seconds five separate times. After re-seating the fos connector, the fos and cal key were connected to the iabp. The pump displayed an ll pl status indicating a potentially broken fiber. The fiber was found broken approximately 26.0cm from the distal tip of the catheter. See other remarks section. Other remarks: the iab was submerged in water and leak tested. A leak was found approximately 57.5cm from the distal tip on the outer lumen of the device. Under microscopic inspection, a cut consistent with contact from a sharp object was found on the outer lumen. The length of the cut was approximately 5.0cm. No leaks were able to be found on the bladder membrane. A lab inventory guidewire was inserted through the distal tip of the catheter and completely advanced through the device with no issues noted. The guidewire was also inserted through the luer end of the device and completely advanced through the device with no issues noted. The central lumen was fully intact. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed by visual inspection of the device. Small amounts of blood were found within the bladder membrane and driveline tubing; however, a leak site was unable to be found on the bladder membrane. The outer lumen was found cut, and the damage to the outer lumen likely allowed blood to enter the helium pathway. The root cause of the outer lumen damage is undetermined.

Event description:
It was reported that the event involved a patient in the cath lab. The cardiologist inserted the iab catheter into the right femoral artery via the 8fr. Ptfe hemostasis sheath introducer with side arm. On starting the pump (s/n (B)(4)) and to check the position of the balloon, they noticed blood pushing back into the driveline tubing. Within seconds the pump gave helium loss alarm. They immediately stopped the pump, removed the catheter over the guidewire and reinserted another arrow iab catheter, using the same insertion site, without any complications. There was approximately a 5 minute delay/interruption in therapy. There was no reported patient death, injury or complications.